Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad cycle. The bi was incubated for 24 hours. The load was released and used on patients before the results were confirmed. The load consisted of 2 cystoscopes. The csr technician covered the peroxide venting holes on the cyclesure 24 biological indicator (bi) preventing exposure to the hydrogen peroxide during the cycle. This event is reported to the FDA for user error. The cystoscopes were released and used on patient(s) before the cyclesure 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
Correction: sex is unknown. Manufacturer date: 05/15/2013. Asp investigation summary: the investigation included a review of the device history record, trending by product line, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed. No anomalies were observed that would contribute to a suspected positive bi. Trending analysis for the product code of ''suspected positive bi" was reviewed from october 2012 through september 2013. There was no significant trend observed. Trending analysis for the product code of ''load not recalled' was reviewed from october 2012 through september 2013. The risk is categorized into "as low as reasonably practicable". Trending analysis by lot number was reviewed from may 15, 2013 to august 13, 2013. There were no other reports within the timeframe. The fmea (failure mode and effects analysis) was reviewed and indicates that the rpn associated to this issue is at an acceptable level. The hhe (health hazard evaluation) was reviewed for the risk of using instruments from a load with a positive bi result. The risk is considered low per the medical review. Cyclesure® retains bis were not subject to functional evaluation since there is no allegation of functional failure when the product is used per IFU. There was no product returned for investigation. The assignable cause analysis of the code 'suspected positive bi' is user error. The customer did not follow the IFU and instead blocked the diffusion holes of the bi cap prior to processing. If the diffusion holes are blocked, the bi is over-challenged and the sterilant is unable to adequately penetrate into the bi; thereby, causing a false positive result. The assignable cause analysis of the code 'load not recalled' references the product IFU which states that the cyclesure® 24 bi is intended to be used as a standard method for frequent monitoring of the sterrad® sterilizer cycles. The product malfunction code of 'load not recalled' was added because the customer did not successfully recall the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since each customer sets policy regarding load release.

Manufacturer narrative:
(B)(4). Load not recalled and suspected positive bi.